Manufacturer narrative:
All buttons functioned properly during testing. However, found moisture damage to the keypad traces during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot, and a loose/shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. Customer's blood glucose level was 43 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.